Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to oversensing resulting in pacing inhibition. While manipulating the lead, pacing impedance measurements less than 200 ohms were able to be confirmed via the pacing system analyzer (psa). A new rv lead was successfully implanted. No additional adverse patient effects were reported.